Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to duplicate the reported failure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure could not be determined.

Event description:
It was reported that during a patient event, the device screen froze and was unable to deliver defibrillation therapy while using the synchronized cardioversion function. A second device was provided with little delay and sufficient therapy was provided to the patient. There was no adverse effect caused to the patient as a result of the reported failure.